Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump was broken" and that the customer had reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and no further information was able to obtained.